Manufacturer narrative:
This report is submitted on july 04, 2024.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site which leads to extrusion of the receiver/stimulator (date not reported). Subsequently, the patient was treated with oral antibiotics for 10 days (specific date not reported). However, the issue could not be resolved. The device was explanted under general anesthesia on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.